Event description:
It was reported that during an unk procedure, the device did not clip properly. It is unk how the procedure was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.